Event description:
It was reported per call at 07:55 est from the perfusionist to the clinical support specialist (css) that after the intra-aortic balloon (iab) was inserted in the cardiac catheterization labs they "met difficulty with connecting the fiber optics." The perfusionist switched to the central lumen and the patient (pt) has been supported without incidence. The perfusionist is now troubleshooting and is seeing out of range alarm on the pump. The css had the perfusionist attempt to disconnect and reconnect the fos key without change. Alarm message read fiberoptix sensor (fos) out of range. The perfusionist confirmed that there was no other electrical equipment within close range of the pump. There is no fiber optic ap (arterial pressure) waveform available. The perfusionist is planning to send the iab back and also is going to send the pump to biomed to be checked out. The css reviewed some of the causes of the out of range message. The pt is currently being supported utilizing the central lumen for the ap waveform. The perfusionist attempted to connect to another pump and received the same message. The perfusionist is planning on leaving the pt on the second pump and send the first pump to biomed. The perfusionist called the css back at 1451 and relayed that the pt was going to the operating room (or) for open heart surgery. The pump was switched for another pump after the pt was transferred to the operating room table. The fos was connected to the new pump, successfully recognizing the signal and was able to perform the mean arterial pressure calibration with good waveform. The perfusionist feels that the iab had been up against the wall of the aorta and possibly inserted too far. The perfusionist didn't feel it was necessary to return the iab. The css called the perfusionist at 0941 est to check on the pt and iab. The perfusionist said that the fiber optic was working great and there were no issues at this time. The perfusionist had no further questions. It was reported per field service report: pump was on pt. Symptom - fiberoptix sensor (fos) pressure alarms.

Manufacturer narrative:
Findings/action taken: biomed spoke to the perfusionist who called the hotline. Biomed stated that the perfusionist thought the pump was okay because he was getting the same alarms with a second unit. Biomed checked out the pump and found no problems. Unit is back in service. Device eval: no parts or recorder strips were returned for eval. Per the details of the event, after the iab was inserted, they "met difficulty with connecting the fiber optics." The pump was checked out by biomed and field service tech and no problems were found. The pump was operational and returned to service. Device history record review was conducted for the serial number with no relevant findings. The device passed all mfg specifications prior to release. The reported complaint of "met difficulty with connecting the fiber optics" could not be confirmed. The iabp passed all tests when tested by the field service tech. There were no problems found with the pump.